Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop a cough, headaches, and swollen eyelids. The patient required medical intervention in the form of a prescription for steroids. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of water ingress on the blower and blower box, dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure, and airpath, slight black contamination at the blower seal of the blower box, keratin contamination. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with water ingress on the blower and blower box, dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure, and airpath, slight black contamination at the blower seal of the blower box, keratin contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h6 have been updated/corrected.

Manufacturer narrative:
Additional information was received on nov 08, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop a cough, headaches, and swollen eyelids. The patient required medical intervention in the form of a prescription for steroids. There was no report of serious patient harm or injury. Sections b1, b2, h1 and h6 have been corrected in this report as follows: b1 was corrected for only the product problem (both adverse events and product problem was checked in the previous MDR.) B2 was corrected to blank. (Previously, it was other serious or important medical events.) H1 was changed from serious injury to malfunction.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop a cough, headaches, and swollen eyelids. The patient required medical intervention in the form of a prescription for steroids. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.